Event description:
The customer reported approximately one milliliter of clear diluent dripped from the probe at the end of system startup involving the coulter act diff 12 analyzer. The customer replaced the dual filters several times, but the fluid drip returned. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the probe wipe was leaking fluid during system startup. The fse replaced pinch valve lv10 and resolved the fluid leak issue. Service activity performed was verified and met the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).